Event description:
It was reported that during incoming inspection at the user facility, foreign material was found in the package of the hood. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The number of hoods in the reported lot number was clarified.

Manufacturer narrative:
The toga was not returned to the user facility as it is not a repairable product.

Event description:
It was reported upon product receipt that two hoods of the same lot were received for the reported event of foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported upon product receipt that two hoods of the same lot were received for the reported event of foreign material in the sterile packaging.